Manufacturer narrative:
H11: this report is for the same event as manufacturer report: 2124215-2024-41882.

Event description:
It was reported the during a holmium laser enucleation of the prostate (holep) procedure, two laser fiber tips fractured instantly. The procedure was completed with a third fiber and no clinical complications to the patient. This report is for the first fiber.

Event description:
It was reported the during a holmium laser enucleation of the prostate (holep) procedure, two laser fiber tips fractured instantly. The procedure was completed with a third fiber and no clinical complications to the patient. This report is for the first fiber.

Manufacturer narrative:
Block h2: additional information (evaluation conclusion codes). H11: this report is for the same event as manufacturer report: 2124215-2024-41882.